Event description:
Patient reported the infusion device displayed an e8 (power interrupt) error message; was able to solve. Patient stated after the error message was solved, the infusion device display is defective. Patient reported after starting the infusion device again the display on the device didn't show the characters completely and made it difficult to see the numbers. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.